Event description:
Choking [choking]. Accidental ingestion [accidental device ingestion]. Pancreas disorder / small nodules in the pancreas [pancreatic nodule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (ultra corega cream without flavour) cream (batch number cj4493, expiry date august 2019) for denture wearer. Concomitant products included pantoprazole. On an unknown date, the patient started ultra corega cream without flavour. On an unknown date, an unknown time after starting ultra corega cream without flavour, the patient experienced choking (serious criteria gsk medically significant and life threatening), accidental device ingestion (serious criteria gsk medically significant), pancreatic disorder and product complaint. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the accidental device ingestion, pancreatic disorder and product complaint were not reported. The reporter considered the choking and accidental device ingestion to be related to ultra corega cream without flavour. It was unknown if the reporter considered the pancreatic disorder to be related to ultra corega cream without flavour. Additional details, patient reported that the product ultra corega cream without flavour was presenting an uncharacteristic consistency and did not hold correctly (product complaint). Patient informed that the product created a goop on her mouth, that stayed on mouth and on throat and she even accidentally ingested the suspected product and almost died. Patient informed that on that day she performed a resonance and in the result showed that she had problems in the pancreas (pancreas disorder). Patient informed that she started the use of suspect product on february. Patient informed concomitant drug. Action taken with ultra corega cream without flavour was no change. Follow up information was received on 11 jun 2018 as error correction; it was identified that the statement of consumer that, she almost died was just an expression, so removed the seriousness criteria (life threatening). The event pancreatic disorder was updated to pancreatic nodule. The patient informed that on the resonance that patient performed the results showed small nodules in the pancreas but she did not present the results to her physician at the time of reporting. This case was associated with product complaint.

Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream without flavour. Ultra corega cream without flavour is marketed as super poligrip cream in the us.

Event description:
Choking [choking], accidental ingestion [accidental device ingestion], pancreas disorder [pancreatic disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (ultra corega cream without flavour) cream (batch number cj4493, expiry date august 2019) for denture wearer. Concomitant products included pantoprazole. On an unknown date, the patient started ultra corega cream without flavour. On an unknown date, an unknown time after starting ultra corega cream without flavour, the patient experienced choking (serious criteria gsk medically significant and life threatening), accidental device ingestion (serious criteria gsk medically significant), pancreatic disorder and product complaint. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the accidental device ingestion, pancreatic disorder and product complaint were not reported. The reporter considered the choking and accidental device ingestion to be related to ultra corega cream without flavour. It was unknown if the reporter considered the pancreatic disorder to be related to ultra corega cream without flavour. Additional details, patient reported that the product ultra corega cream without flavour was presenting an uncharacteristic consistency and did not hold correctly (product complaint). Patient informed that the product created a goop on her mouth, that stayed on mouth and on throat and she even accidentally ingested the suspected product and almost died. Patient informed that on that day she performed a resonance and in the result showed that she had problems in the pancreas (pancreas disorder). Patient informed that she started the use of suspect product on february. Patient informed concomitant drug. Action taken with ultra corega cream without flavour was no change.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (ultra corega cream without flavour) cream (batch number cj4493, expiry date august 2019) for denture wearer. Concomitant products included pantoprazole. On an unknown date, the patient started ultra corega cream without flavour. On an unknown date, an unknown time after starting ultra corega cream without flavour, the patient experienced choking (serious criteria gsk medically significant and life threatening), accidental device ingestion (serious criteria gsk medically significant), pancreatic disorder and product complaint. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the accidental device ingestion, pancreatic disorder and product complaint were not reported. The reporter considered the choking and accidental device ingestion to be related to ultra corega cream without flavour. It was unknown if the reporter considered the pancreatic disorder to be related to ultra corega cream without flavour. Additional details, patient reported that the product ultra corega cream without flavour was presenting an uncharacteristic consistency and did not hold correctly (product complaint). Patient informed that the product created a "goop" on her mouth, that stayed on mouth and on throat and she even accidentally ingested the suspected product and almost died. Patient informed that on that day she performed a resonance and in the result showed that she had problems in the pancreas (pancreas disorder). Patient informed that she started the use of suspect product on february. Patient informed concomitant drug. Action taken with ultra corega cream without flavour was no change. Follow up information was received on 11 jun 2018 as error correction; it was identified that the statement of consumer that, she almost died was just an expression, so removed the seriousness criteria (life threatening). The event pancreatic disorder was updated to pancreatic nodule. The patient informed that on the resonance that patient performed the results showed small nodules in the pancreas but she did not present the results to her physician at the time of reporting. This case was associated with product complaint. Follow up information was received from quality assurance department on 15 jun 2018; quality assurance analysis revealed the complaint to be unsubstantiated.

Manufacturer narrative:
3003721894-2018-00196 is associated with (B)(4) ultra corega cream without flavour. Ultra corega cream without flavour is marketed as super poligrip cream in the us. Qa investigation: the manufacturing operation was conducted following the steps defined in the batchcard and all the ipcs performed during the packaging met specifications. All the raw materials used in the manufacture of the bulk were approved. It was verified that the physico-chemical tests and the requirements established for the finished product for release, met the specifications including extrusion capacity and appearance. From the review of deviations, no related deviations were recorded. There are a tendency regarding to complaints associated with batch cj4493 due to liquid consistency, but no additional tests are carried out since the appearance and extrusion capacity tests carried out during the physicochemical tests satisfactorily fulfilled. At the same time, there are studies that support the stability profile of the product throughout its useful life, in which it is stored under the conditions corresponding to the marketing market and analyzed periodically. Through these studies, it is confirmed that the appearance and extrusion capacity of the product behave in an expected manner and complies with the specifications throughout its useful life, when the product is conserved under the recommended conditions. The sample was received and additional tests were performed: appearance, munsell color, extrudability and separation. All test performed complies specification according to (B)(4). Although previous complaints for unusual appearance were considered as not substantiated, a root cause analysis was performed for analyze this growth in corega complaints, as a result of a trend analysis. The technical evaluation on viscosity and adhesiveness of the corega product was performed. The viscosity and adhesion strength (I and ii) results of product were analyzed. A total of 212 batches was evaluated, all of them met the specifications. The process is capable and consistent with a normal variability. The complaint is considered as not substantiated.